Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One used venous (blue) adapter inside was received for analysis and investigation. Visual inspection was performed on the sample. The sample showed signs of use. There were marks of use of an instrument and several damaged areas were observed on the adapter. Additionally, the adapter showed a cracked on the thread pitch area. The event reported was confirmed. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performs 100% leak testing as per procedure, which would identify this issue in the catheter assembly. The instructions for use (IFU) state that the customer should perform an inspection before using the device. It states do not use the catheter if it is damaged or appears defective and that over tightening the catheter connections can crack some adapters. The reported condition was not identified prior to use, this evidences that the involved device was in use during an unknown amount of time. Most likely, the adapter became damaged after being in use. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications. The adapter was more likely damaged due to manipulation and the most possible root cause can be considered as the instructions for use were not followed causing adapter over tightening. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the venous luer adapter had a crack and was leaking. The catheter was repaired and there was no harm to the patient.